Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed selftest and displacement test. Hardware low level failure confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. The customer¿s blood glucose level was 125 mg/dl at time of incident. The customer was able to successfully clear the alarm and finish complete prime process. Troubleshooting was performed and the customer stated that the self-test was performed and passed. The insulin pump will not be returned for analysis.